Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle pierces catheter could not be confirmed from the twenty 24g insyte-n autoguard units that were received in sealed packaging from lot #3180656. A visual observation of the returned samples revealed no damage or defects on the insyte-n autoguard units. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the needle pierced the catheter with bd insyte-n autoguard winged yel 24gax.56in. The following information was provided by the initial reporter, translated from french to english: "the needle pierces the plastic part of the catheter at the point of insertion, when the ide is looking for the vein or when they hold the needle to check the position of the catheter and reinsert it into the plastic part. Obligation to reinsert the infant."